Event description:
The customer's senior biomedical technician reported to the service depot on (B)(6) 2009, a colleague infusion pump had an inoperative stop key on the pumphead module keypad. The reported issue was identified during biomedical testing on an unknown date. There is no adverse event, patient injury or medical intervention associated with this report. The software version is currently unknown. There is no further information available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4). The pump is available and will be sent to baxter for evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.